Event description:
It was reported that during a laparoscopic esophagectomy procedure, a teardrop-shaped clip was formed. It was unknown which firing of the device this event occurred on. The clip was fully advanced into the jaws prior to the firing. There were no unexpected noise and resistance while firing. There was no torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).